Manufacturer narrative:
Evaluation summary: the device involved in this complaint was not available for evaluation. The information contained herein is based on the information provided by the initial reporter. The actual device was not available for evaluation. Retain samples from the same lot number were tested for flow rate accuracy. The pumps all performed within specification. The device history records for lot 692362 were reviewed and all manufacturing operations were found to be within the limits. If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.

Event description:
It was reported that a pump emptied in less than 24 hours. It was filled to 400 ml and set on a rate of 10. No adverse event was reported.